Manufacturer narrative:
Updated fields - b4, b5, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h10 there was no patient involved information received on 06/21/2024 which is entered as g3 date. Additional information: e1 (reporter name: (B)(6) contact person phone number: (B)(6) a getinge field service engineer (fse) verified the reported issue and replaced the part. No response regarding the replaced part information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
It was being reported before use the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "gas leak". There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer confirmed no issue found. Functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.

Event description:
It was being reported before use the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "gas leak". There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has gas leak. There was no patient harm reported.